Event description:
Procedure: ptca taken from m.d. Record of operation: during the percutaneous angioplasty an adjacent protective guidewire in the aberrant left circumflex coronary artery was cut by the rotablator burr utilized in the right coronary artery. Multiple attempts were made to retrieve the wire. Another physician and a cardiovascular surgeon were consulted regarding the case. Surgery to remove the wire was felt to be contraindicated due to the patient's age and previous lung surgery. The interventional guidewire tip was left in the patient's aberrant left circumflex artery. This event was reported to (B)(6) and is a closed event. The patient has a follow-up appointment on (B)(6) 2013, with cardiologist. Dr (B)(6), and he is scheduled for a stress test in six months. Dr (B)(6) informed the patient that he would see him sooner if needed.